Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the left superficial femoral artery (sfa). A 6.0 x 150 mm supera self-expanding stent system (sess) was used for the procedure and resistance was met with the anatomy during advancement. Deployment was difficult and resistance with the anatomy was still met, but the supera stent was ultimately deployed at the lesion. It was then noted that the nosecone (catheter tip) got stuck in a calcified area and detached. The nosecone was removed by performing a cutdown of the vessel. The patient remained stable during and after the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty advancing, deployment difficulty and difficulty removing could not be confirmed. The tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were likely due to procedural circumstances. It is likely that anatomical conditions contributed to the reported difficulty advancing as the anatomy was described as highly calcified. It is likely that the distal sheath of the delivery system was bent or entrapped in the challenging anatomy resulting in deployment difficulty. Additionally, the difficulty removing, and tip detachment likely occurred due to the tip being stuck within the calcification. The surgical procedure to remove the tip was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.